Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board.   The root cause for the open resistor could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board.   The root cause for the open resistor could not be positively identified. No adverse events occurred from the monitor malfunction. Update as of 10/29/2021: the electrode belt was returned and evaluated at the distributor. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device manufacture dates: monitor: 01/06/2021. Belt: 02/28/2013.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.  Update as of 10/29/2021: the monitor was with a patient at the time of passing. See description of event below: a us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received two appropriate shocks on the date of passing. The device was started up at 11:16:28 on (B)(6)2021. The patient's rhythm transitioned to vt at 220 bpm at 02:48:54 on (B)(6)2021. The patient received the first appropriate shock at 02:49:31. The patient's rhythm at the time of the shock was vt at 240 bpm. The patient's post-shock rhythm was vt at 190 bpm with motion artifact. The patient received the second appropriate shock at 02:50:02. The patient's rhythm at the time of the shock was vt at 190 bpm. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with pvc's and motion artifact. The patient was in svt at 150 bpm with motion artifact and pvc's at 02:53:03. The patient's rhythm degraded to vt at 270 bpm with motion artifact and electrode lead fall off at 02:56:18. The lifevest detected the vt arrhythmia, but motion artifact and electrode lead fall off prevented the lifevest from delivering a treatment shock. The patient's rhythm was obscured by motion artifact at 03:26:20. The electrode belt was disconnected at 05:53:22.